Event description:
Customer reported staining issue and found instrument did not dispense reagent during the staining process. Issue was attributed to a dispense check valve malfunction. Field service engineer replaced the part. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.

Manufacturer narrative:
The dispense check valve malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.